Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify any power discrepancies, or the reported device lock-up condition. As a precaution, physio replaced both the system controller and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer originally contacted physio-control to report that their device had powered off by itself. The customer later clarified that their device had locked-up during a user test and was not responsive to any of the buttons being pressed. Additionally, a service indicator was present. There was no patient use associated with the reported event.